Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on a cobas e411 disk. The initial result was reported outside of the laboratory and was questioned by the physician. The physician ordered that a new sample be collected from the patient to rule out if the patient¿s pregnancy had terminated. The laboratory director also requested that a rerun of the initial sample be performed. On (B)(6) 2022, the initial result was 6.9 miu/ml. On (B)(6) 2022, the result of the new sample from the patient was >10,000 miu/ml with a data flag. The repeat result of the initial sample was >10,000 miu/ml with a data flag. The repeat results were deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The hcg + b reagent lot number is 551036. The field service engineer (fse) found the photo-multiplier tube (pmt) high voltage (hv) to be low and out of specifications. He then adjusted the pmt hv to its' proper specifications. He inspected the pinch valve and did not find any issues. The paddle mixer was noted to be straight and in order. The probe adjustments were noted to be centered when sampling. He performed system and volume checks with acceptable results. He performed mechanical and operational checks with acceptable results. He deleted the calibration data and performed a blank cell calibration with acceptable results. The customer performed calibration and qc with acceptable results. The investigation included a review of the customer's calibration and qc data. The calibrator signals 1 and 2 were below the expected calibrator signals but does not appear to affect the performance of the calibration. The qc was within the customer¿s specified ranges. The plasma sample was in a 13 x 75 blood collection tube with lithium heparin. No other pre-analytical data was provided. The alarm trace was requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) could not identify the root cause of the issue. The regional systems support (rss) engineer indicated that the photo-multiplier tube (pmt) high voltage (hv) did not cause the issue. The investigation did not identify a product problem. The cause of the event could not be determined.  Although no cause was found, the instrument's performance was verified and the issue appears to be resolved. MDR codes eval result code and eval conclusion code have been updated.